Manufacturer narrative:
The device is contained at the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
While testing the unit at the MFR, it was reported that the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.